Event description:
This is a spontaneous case report received from a female adult (>=18y & <65y) consumer via letter (in which she holds company liable for the damage caused) in (B)(6) on 19-sep-2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6)2013 for sterilization. On (B)(6) 2013 the consumer underwent a medical treatment in the hospital, known as the essure sterilization method. After this treatment several physical complaints developed. In the meantime consumer has had follow-up treatments and the xenobiotic material has been removed. Because of the complaints patient is being impeded in her normal daily functioning and consumer is suffering from injury. Follow-up information is expected. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that the xenobiotic material has been removed. This case was considered potential legal case. This event, considered as device medical removal, was considered serious and listed in the reference safety information for essure. In this particular case, the exact reason for essure removal was not specified. Despite the lack of details for a comprehensive causality assessment, causality with essure cannot be excluded. This case was regarded as incident since a device removal was required. Further information and product technical analysis are being sought.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('xenobiotic material removed') in an adult female patient who had essure (batch no. Do2271) inserted for sterilization. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible, a relationship with the reported event cannot be totally excluded. The reported event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 28-sep-2020: new reporter added. Lot number added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('xenobiotic material removed') in an adult female patient who had essure (batch no. Do2271-invalid) inserted for sterilization. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The batch number do2271 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-oct-2020: quality-safety evaluation of ptc. We received an invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("xenobiotic material removed") in an adult female patient who had essure inserted (lot no. Do2271-invalid, d02271) for sterilization. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. An unknown time later she underwent medical device removal (seriousness criteria medically important and intervention required). The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The batch number do2271 is invalid. Essure valid lot number: d02271. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 30-aug-2022: lawyer reporter and essure lot number added. We received an invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("xenobiotic material removed") in an adult female patient who had essure inserted (lot no. Do2271, d02271 both invalid) for sterilization. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. An unknown time later she underwent medical device removal (seriousness criteria medically important and intervention required). The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. According to bayer qa, the batch numbers do2271 & d02271 (o letter and 0 number) are both invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The following amendment was made: amendment of quality-safety evaluation of ptc (lot d02271 also invalid). No new follow-up information was received from the reporter. We received invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain ("intense (chronic) pain in the abdomen") in an adult female patient who had essure inserted (lot no. Do2271,d02271both invalid) for sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. An unknown time later she experienced abdominal pain (seriousness criteria medically important and intervention required), back pain ("intense (chronic) pain in back"), arthralgia ("intense (chronic) pain in hips"), headache ("intense (chronic) pain in head"), fatigue ("extreme and chronic fatigue"), amnesia ("memory loss"), disturbance in attention ("concentration problems"), hypersensitivity ("allergic reactions"), premature menopause ("early menopause") and heavy menstrual bleeding ("a change in their menstrual cycle also occurred. The change was often accompanied by abnormally heavy blood loss") and was found to have hormone level abnormal ("a change in their menstrual cycle also occurred. The change was often accompanied by hormonal problems /hormonal adverse effects"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, all of the events had resolved. The reporter considered abdominal pain, amnesia, arthralgia, back pain, disturbance in attention, fatigue, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity and premature menopause to be related to essure administration. Do2271, d02271 both invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 16-feb-2023: quality safety evaluation of ptc. We received invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain ("intense (chronic) pain in the abdomen") in an adult female patient who had essure inserted (lot no. Do2271,d02271both invalid) for sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. An unknown time later she experienced abdominal pain (seriousness criteria medically important and intervention required), back pain ("intense (chronic) pain in back"), arthralgia ("intense (chronic) pain in hips"), headache ("intense (chronic) pain in head"), fatigue ("extreme and chronic fatigue"), amnesia ("memory loss"), disturbance in attention ("concentration problems"), hypersensitivity ("allergic reactions"), premature menopause ("early menopause") and heavy menstrual bleeding ("a change in their menstrual cycle also occurred. The change was often accompanied by abnormally heavy blood loss") and was found to have hormone level abnormal ("a change in their menstrual cycle also occurred. The change was often accompanied by hormonal problems /hormonal adverse effects"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, all of the events had resolved. The reporter considered abdominal pain, amnesia, arthralgia, back pain, disturbance in attention, fatigue, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity and premature menopause to be related to essure administration. According to bayer qa, the batch numbers do2271 & d02271 (o letter and 0 number) are both invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: event medical device removal was replaced by event abdominal pain. Events back pain, hips pain, headache, fatigue, memory loss, concentration problems, heavy menses, hormonal problems, allergic reactions, early menopause were added. Event outcome updated to recovered resolved. We received invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Follow up information was received on 17-oct-2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Quality-safety evaluation: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible, a relationship with the reported event cannot be totally excluded. The reported event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow up 27-oct-2016: despite follow up attempts, no response was received from patient. (B)(4). Device similar incident listing: the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case, a search in the database was performed on (B)(6) 2016 for the following meddra preferred terms: medical device removal: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that the xenobiotic material has been removed. This case was considered potential legal case. This event, considered as device medical removal, was considered serious and listed in the reference safety information for essure. In this particular case, the exact reason for essure removal was not specified. Despite the lack of details for a comprehensive causality assessment, causality with essure cannot be excluded. This case was regarded as incident since a device removal was required. According to product technical analysis, since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Despite follow up attempts, no further information was obtained.